Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed unstable thresholds and undersensing. The lead was explanted and the ventricular port on the device was plugged. The device was reprogrammed air. It was further reported that the patient has a possible infection at the suture line from the original implant. Cultures were taken. Additional information was received that the implantable pulse generator (ipg) and right atrial (ra) lead were later explanted due to possible infection. No further patient complications have been reported as a result of this event.